Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller was confirmed via inspection of the submitted photo. Visual inspection of the submitted photo revealed that the system controller¿s housing was broken, exposing the internal components. Further inspection revealed that the wires on the black power lead had become disconnected from the connector on the controller¿s main printed circuit board. No further damage was observed in the visible portion of the photo. The system controller was not returned for analysis. Additional information provided communicated that no products would be returned for analysis and that no log files were available for review. Per the provided information, the reported event was due to the system controller becoming lodged in between the patient¿s bedrails; however, the root cause of the controller becoming lodged in the bedrails could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08nov2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was lodged in between the bedrails. The plastic outer covering of the system controller was completely cracked. The system controller was exchanged by the bedside nursing staff. It was noted that the patient lost consciousness briefly. No log files were available.